Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up. Upon troubleshooting, fse found that this phenomenon occurred because a part of the installed application software was damaged. To resolve the issue, fse reinstalled the software. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.